Event description:
Patient reported right side "deflation" and "replacement from textured to smooth due to the patient concern of the implant." Patient additionally reported "swollen gland under the left side of the jaw", "the gland starting hurting", "cramping in rib cage behind the right breast", "night sweats, extreme fatigue, body aches, right breast bulge, anemia, high ldh levels and inflammation." The device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: deflation.